Event description:
The sales representative was informed by the operating room manager at the user facility that the asset/loaner high frequency electro-surgical generator unit has an "error code e433 upon turning on" that occurred during preparation for use. No patient injury or harm was reported.

Manufacturer narrative:
The referenced asset unit was returned to the service center for evaluation. The customer's reported e433 error was not confirmed as the device operated as intended with no errors. However, the device's recorded fault log activity was reviewed and e433 was noted multiple times. Additionally, the evaluation found the generator needs to be upgraded to the latest software version. The external front panel is cracked at the output socket. The device will be repaired and returned to asset stock. A review of the device's repair history was reviewed and showed no previous repair records.the investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the e433 could be a result of the following: the user activates the foot switch while the generator is booting, faulty foot switch, defective cable connection between hvps board and generator board, defective hvps board, defective generator board, or defective motherboard. The generator boards with error e433 found a destroyed transformer tr1 to be the cause. The subject device within this report was manufactured prior to a design change that was implemented to prevent reoccurrence. Olympus will continue to monitor field performance for this device.